Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "bubbling". Device remains implanted.

Event description:
Healthcare professional reported right side rupture and "bubbling". Device has been explanted. Healthcare professional reported "¿jowl fracture within the implant and silicone bleed with a sticky surface".

Manufacturer narrative:
Additional, changed, and/or corrected data. Further investigation completed: review of DHR did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. According to the device analysis performed in the laboratory, it was found a dipcoat which is considered as workmanship. This finding is related with the reported event. According to the current risk documents the event of " dipcoat " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with dipcoat will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side rupture and "bubbling". Device has been explanted. Healthcare professional reported "¿jowl fracture within the implant and silicone bleed with a sticky surface."

Event description:
Device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified; flat creases, weight within specification. Also,observed ¿ damage in dipcoat¿ (uc), it is out of specification per qa 199.05 and is assessed as workmanship. Based on the device analysis the final assessment is: damage in dipcoat assessed as workmanship (it is related to the bubbles reported by the physician).

Event description:
Healthcare professional reported right side rupture and "bubbling". Device has been explanted. Healthcare professional reported "¿jowl fracture within the implant and silicone bleed with a sticky surface".